Manufacturer narrative:
This report is submitted on may 25, 2021.

Event description:
Per the clinic, the device was explanted (B)(6) 2021 due to infection. The patient has not been reimplanted with a new device and additional information has been requested but has not been made available as of the date of this report.